Event description:
Customer reports damage to the insulin pump. Customer states he is receiving a compromised force sensor system alarm. No blood glucose information given. Customer requested information from insulin pump for his health care provider, but helpline was not able to retrieve information. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.